Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On august 2, 2017, it was reported that the surgeon had problems with the dermatome that it was cutting too deeply and it causing a laceration to the patient that had to be sutured. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. The last repair was (B)(6), 2016 where it was reported for preventive maintenance and the bearings were replaced. This is not a related issue. Initial qa inspection of the air dermatome by zimmer biomet surgical on august 8, 2017 revealed that the technician was unable to find a reason for deeper cut than dialed in. The device calibration was out of specification at zero setting only. It was also revealed that the head was nicked. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the damaged head, bearings, ¿o¿-rings, ball detent, thickness lever, reciprocating arm, motor, seal and retaining ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the technician could not replicate the reported event. However, it was also revealed that the head was nicked. The reported event was non-verifiable as technician could not replicate the reported event during evaluation. Hence, a root cause cannot be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon had problems with the dermatome cutting too deeply. Thus, causing a laceration to the patient that had to be sutured. No additional patient consequences were reported.